Event description:
It was reported, the single use 3-lumen extraction balloon would not deflate. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography¿procedure which was completed using same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer stated that they had tried to use the syringe that came with the balloon to deflate it, and had also grabbed another syringe, but it still would not deflate. Finally, they pulled the balloon back into scope channel to pop it. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection-control risk, cause tissue irritation, perforation, bleeding, or mucous membrane damage and may result in more severe equipment damage. Inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope. When using an endoscope equipped with a forceps elevator, do not withdraw the instrument from the endoscope if the forceps elevator is up. This could damage the instrument." Olympus will continue to monitor the field performance of this device.